Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 15% in a two month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. Reportedly, the patient will continue to be followed by latitude until the device replacement. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 15% in a two month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. Reportedly, the patient will continue to be followed by latitude until the device replacement. No adverse patient effects were reported. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 34% to 15% in a two month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. Reportedly, the patient will continue to be followed by latitude until the device replacement. No adverse patient effects were reported. The device was explanted and replaced and is expected to be returned for analysis. No additional adverse patient effects. Boston scientific has made three attempts to retrieve the device, however; no response was received, the device is not expected to be returned.